Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analyst commented, preapproaching recommended replacement time (rrt).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to suspected early battery depl etion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: a 5554-53 lead, implanted: (B)(6) 2012. A 429688 lead: implanted: (B)(6) 2012. (B)(4).